Manufacturer narrative:
Findings: pump received with loud vibrator during self test due to adhesive bond not adhering on vibrator motor. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump started making a loud noise when it vibrates. Insulin pump will need to be replaced. No further details given.